Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to normal wear & tear. The metal shafts of bendable devices become stressed and may crack or fracture with continuous bending. This condition indicates the device¿s end of life and must be replaced or discarded. Ref: (B)(4).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/30/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-12990 knee scorpion was faulty. When trying to operate the clamp, it felt stiff, and trying to utilize it with more force caused it to break. This occurred during a knee arthroscopy. A broken piece was retrieved from the patient, who was unharmed, and the case was completed.